Manufacturer narrative:
Siemens technical service has requested the immulite 2500 instrument data files for review, however, the customer has not sent them. The cause for the discordant ft4 results is unknown. The customer informed siemens that the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant immulite 2500 ft4 results were obtained on four (4) patient samples. The laboratory repeated the samples. The results (and repeat results) were reported to the physician(s). There was no known report of adverse health consequences due to the discordant ft4 results.